Manufacturer narrative:
The insulin pump was received with a stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Analysis was unable to perform the occlusion and the excessive no delivery test due to a motor error alarm. The unit had a cracked reservoir tube lip. (B)(4).

Event description:
The customer called in to report a motor error alarm during basal. The customer's blood glucose level was 170 mg/dl. The customer could not recall any significant events leading to the issue. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.